Manufacturer narrative:
Follow-up #1, date of submission (B)(4) 2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was noted to be peeling from the bottom of the keypad toward the down button. The keypad was found to function normally upon testing. The keypad was removed for further investigation and contamination was found underneath the contacts of the up, down, ok, and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the contacts of the up, down, ok, and contrast buttons. This report is made based on results of investigation completed on (B)(4) 2014.